Event description:
The pt underwent an interventional procedure. The radiologist attempted arteriotomy closure with the closer tsl6 fr. Device in a highly calcified vessel. The device was inserted, however, pulsatile flow was not achieved from the marker lumen. The physician advanced the device against resistance and achieved appropriate marking. The device was deployed, however neither needle retrieved suture. The foot lever could not be lowered to park the foot and the device could not be removed nor advanced. The device fractured and the pt was taken to surgery for sheath removal. Surgery was successful and the pt recovered without further incident.